Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen text was found to be dim/faded and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the opening of the battery chamber extending down to the primary seal. There were no issues with power loss observed. There was no evidence of moisture damage observed in the battery compartment. Also unrelated to the complaint, evaluation revealed that the up arrow and contrast keypad buttons were intermittently unresponsive. The up arrow and contrast keypad buttons required multiple button presses to elicit a response. The down arrow and ok keypad buttons responded appropriately to button presses. There was no visible damage observed to the keypad cover. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen was very dim and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.